Event description:
Surgeon was using the "black max" drill when a loud "pop" sound was heard. The pneumatic hose attached to the drill exploded due to pressure build up in the hose. Large tear resulted in hose on distal end near drill connection. The physician was escorted to ed for evaluation of hearing and possible ear damage. None reported. Upon review of the event, it was noted the level of oil in the black max foot pedal was at minimum. It was also noted that the pneumatic hose was slightly pinched under the foot of a step stool causing the pressure in the tubing to build resulting in the rupture. The hose is a double-lumen hose, and it is speculated that the exhaust section is the one with the build up and rupture. Recommend design improvement to alert to increased pressure such as alarm, pressure release value or pressure gauge.